Event description:
During a clinic follow-up, a loss of sensing and loss of capture were observed on the right atrial (ra) lead. The ra lead was suspected to be dislodged. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.